Event description:
It was reported that a 54-year-old caucasian female patient underwent primary breast augmentation with 515cc mentor memoryshape breast implant and right side breast implant rupture was found during replacement surgery with non-mentor devices on (B)(6) 2026.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 12, 2026, mentor became aware that the left implant was intact unlike right side ruptured device, however, rotated 45 degrees.this supplemental medwatch report is for the patient¿s right-sided device. Left side complication is being reported separately.manufacturer¿s reference number:(B)(4).